Event description:
Customer reported hospitalization due to low blood glucose. Customer was hospitalized twice. Customer was driving, he pulled over and stopped the car. The second incident he was also driving, his girlfriend said that he was acting silly and talking funny. Customer stated that the insulin pump did not alarm him of the low blood glucose. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.